Event description:
During a cardiac catheterization, the wire became lodged in the stent and the practitioner was unable to pull it out. The outside of the wire unraveled and left the core of the wire in the patient. This required surgical intervention to remove the wire. During surgery, the wire kept breaking and was removed in pieces. Confianza wire was used during cardiac catheterization on (B)(6) 2017. It became lodged in the stent and when it was pulled, the outer portion unraveled and left the core of the wire in the vessel. Dates of use: (B)(6) 2017. Diagnosis or reason for use: wire was used during cardiac catheterization procedure. Is the product compounded: no. Is the product over-the-counter: no.